Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A synergy ous mr 3.00 x 32mm was deployed to treat the target lesion. During post dilation, a type a, non-flow limiting dissection was noted on the distal edge. Another stent was deployed distally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.